Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal hernia repair, the device would not hold a seal. The new product was pulled to complete the case. There was no patient injury.